Event description:
It was reported that the bag of medication was installed at 1930 and set at a rate of 10ml/hour. At 2030, it was discovered that the 40ml bag was dry and the infusion was stopped. Later, the biomed stated that there was no issue found and the nurse was being overly cautious but it was determined the correct volume infused. Although requested, further information not provided.

Manufacturer narrative:
Log analysis results: the received associated pcu event log was found having been filtered with the first available time stamp being 8:55pm on (B)(6) 2021 to 01:46pm on (B)(6) 2021 with no recorded incident of the reported source pump module sn (B)(6) running at a rate of 10ml/h; incident in question was reported being started at 1930 hours (07:30pm) and being stopped at 2030 hours (08:30pm). The received associated pump module (sn (B)(6) event log recorded an infusion was started at 10ml/h with vtbi at 40ml on (B)(6) 2021 and time at 7:17pm. Two ail alarms had occurred at 7:34 and 7:36pm with safety clamp open alarms induced to clear ail for durations at 2 seconds three times, and infusion restarted at 7:38pm. The device had been selected two times with no changes made at 8:31 and 8:37pm. The infusion rate was manually decreased to 5ml/h with remaining vtbi at 26.978ml. The device was selected twice between 8:44pm and 8:55pm with no programming changes and then was placed in a paused state. The device was turned off at 8:59pm with a volume infused recorded at 38.262ml within the pcu event log. Device history: a review of the device history record showed the device had a manufacture date of 31jan2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that a bag of medication started at 1930 with rate at 10ml/h and at 2030 the 40ml bag was dry was not identified during the investigation; however it was reported that the biomed found no issues and that the correct volume had infused. The reported issue that a bag of medication was started at 1930 with the rate at 10ml/h and at 2030 the 40ml bag was found dry could not be confirmed with the information received (logs only). An infusion was started at 7:17 with rate at 10ml/h and vtbi at 40ml; however the actual bag volume could not be ascertained from the log. Approximately 20 minutes into the infusion two ail alarms occurred with 2 second duration safety clamp open alarms induced (expected recording for clearing of ail before restarting the infusion). The infusion rate was decreased to 5ml/h at 8:38pm. The device was turned off at 8:59pm with a recorded volume infused at 38.262ml. No devices were returned for investigation and no more information was made available; however the customer did report that their investigation findings resulted in no issues found and that the correct volume had infused. H3 other text : log review analysis only.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information not provided.

Event description:
It was reported that the bag of medication was installed at 1930 and set at a rate of 10ml/hour. At 2030, it was discovered that the 40ml bag was dry and the infusion was stopped. Later, the biomed stated that there was no issue found and the nurse was being overly cautious but it was determined the correct volume infused. Although requested, further information not provided.